Event description:
It was reported that the rv lead was capped due to high lead impedance greater than 3000 ohms and oversensing. No patient complications were reported as a result of this event. Further information received indicates that the patient presented with frequent non-sustained tachycardias (nsts) and had fallen in 2007, three weeks prior to explant. Patient status was noted as ok post explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory